Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken at 16,1mm from the distal end site. Additionally, the coating of the grasping section was partially peeled off and an error code was noted; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area and the error occurred. 4) a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
As indicated in b5: during a follow - up with the user facility, it was confirmed that: the device was inspected prior to the procedure with no abnormalities reported. Halfway through a left hemicolectomy surgery with laparoscopic access procedure, the surgical team heard an alarm with signaling coming from the device generator. The device was then reset, and the alarm was verified without resolution. As a further troubleshoot, the device was pulled out and placed on a gauze to further assess where the alarm was coming from. In that moment the lower lip separated/ detached from the instrument itself. From that point, the device was discontinued from use and a similar device (non-olympus) was used to complete the procedure as previously reported. It was reported that no patient effects or further medical intervention was reported. The customer also confirmed that there was no clinically significant delay due to the reported issue. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to the procedure with no abnormalities reported. Halfway through a left hemicolectomy surgery with laparoscopic access procedure, the surgical team heard an alarm with signaling coming from the device generator. The device was then reset, and the alarm was verified without resolution. As a further troubleshoot, the device was pulled out and placed on a gauze to further assess where the alarm was coming from. In that moment the lower lip separated/ detached from the instrument itself. From that point, the device was discontinued from use and a similar device (non-olympus) was used to complete the procedure as previously reported. It was reported that no patient effects or further medical intervention was reported. The customer also confirmed that there was no clinically significant delay due to the reported issue.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus there was a rupture of the thunderbeat 5 mm, 35 cm, front-actuated grip type s at the distal end, followed by a signaling of an audible alarm. The reported issue occurred while removing the instrument from the abdominal cavity during an unknown therapeutic procedure. Despite our attempts, no further information was provided regarding this event. There was no patient/user harm or injury reported due to the event.